Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon entrapment, removal difficulty and chest pain occurred. Vascular access was obtained via the left femoral artery. The 80% stenosed, concentric shaped, 20mm in length, target lesion was located in the non-tortuous and severely calcified, 3mm in diameter descending coronary artery (da). This flextome monorail cutting balloon was selected and was advanced to the lesion. The balloon was inflated slowly under fluoroscopy for 5 seconds to 4 atm in the distal portion of the target lesion. However; during deflation, the balloon became caught in the plaque and was unable to move within the vessel. The patient started to feel chest pain, nitroglycerin infusion and sedation were administered treat the patients' chest pain. The physician then tried to inflate the balloon to 1 atm and deflated the balloon. After some movements the physician was able to remove the balloon catheter. The balloon was checked outside the patient and it was integrated with three arthrotomies. Orthogonal views were completed and no vessel damage was noted. The procedure was completed with a maverick balloon catheter. No patient complications were reported and that patient's status is stable.